Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure, with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. During the procedure while the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted into the patient¿s body, backflow blood through the sheath was noted. Blood was minimal, only few drops were noted. Patient¿s hemodynamics was not compromised. No intervention was reported. No air entered the patient¿s body. It was also reported they felt resistance while inserting the dilator through the sheath. No damage to the hemostatic valve was reported. There was no occlusion when irrigating the sheath. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. This finding was reviewed and determined it continues to be deemed MDR-reportable. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed for the finished device batch number, and no internal action were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure, with a carto vizigo" 8.5f bi-directional guiding sheath small and a hemostatic valve separation occurred. It was reported that during the procedure while the carto vizigo" 8.5f bi-directional guiding sheath small was inserted into the patients body, backflow blood through the sheath was noted. Blood was minimal, only few drops were noted. Patients hemodynamics was not compromised. No intervention was reported. No air entered the patients body. It was also reported they felt resistance while inserting the dilator through the sheath. No damage to the hemostatic valve was reported. There was no occlusion when irrigating the sheath. With the available information, although no damage to the hemostatic valve was reported, this is being conservatively coded and reported as hemostatic valve separation as it is most likely the backflow blood and the resistance while introducing the dilator occurred due to a malfunctioning/dislodged valve. Given no interventions no hemodynamics disruption was reported, this will not be considered a patient adverse event.